Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported leaking at the connection to microclave and leaking at the filter. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed or replicated. There was no damages found during inspections and the set performed as intended during all of functional and leak testing. The root cause of the reported leak was not determined.